Event description:
During a ptca/stent procedure, the stent separated from the stent delivery system (sds) when it was being from the hoop prior to patient involvement. No patient injury was reported.